Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was charging the ipg more frequently. The patient underwent an ipg replacement procedure per physician's preference. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.a review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was charging the ipg more frequently. The patient underwent an ipg replacement procedure per physician's preference. The patient was reportedly doing well postoperatively.